Event description:
The ventilator operated erratically, the front panel lit up (various led's and messages), then stopped cycling.

Manufacturer narrative:
The problem was isolated to a bad dc/dc converter on the pc 1618 board.